Event description:
The patient was implanted with a left ventricular assist device (lvad). A user facility report was received from the intermacs registry that states: probable lvad thrombosis resulting in hemolysis

Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. The pump was not returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.